Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had problems with their ins, as it was turning off by itself. The patient stated that on (B)(6) 2020 they tried to charge the ins and received a system problem "rm04" error message on the controller. No symptoms were reported. No further complications were reported or are anticipated. Indication for use is spinal pain.